Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that the angio-seal anchor did not deploy through the carrier tub; therefore, the anchor did not deploy into the intravascular space. When the operator tried to pull tactile resistance against the anchor, there was nothing there, so everything; the angio-seal sheath and carrier tube came directly out of the patient's common femoral artery (cfa) and subcutaneous space. Pulsatile flow was observed. Immediate compression/manual compression was held for 23 minutes. Hemostasis was achieved. There was no hematoma observed. Distal doppler was used to determine that no occlusion was present. The patient was in stable condition. The procedure outcome was unsatisfactory. Estimated blood loss was less than 250cc. There were no other devices or equipment used with the reported product.